Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for abscess below her gastroc flap. Event is serious and is considered mild. There is a remote possibility that the event is related to device, and it is definitely not related to procedure. Date of implantation: (B)(6) 2008, date of event (onset): (B)(6) 2020, (left knee). Treatment: awaiting consultation/probable surgical intervention.